Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vena cava filter allegedly was discovered to have migrated. Additional information and images have been requested but not yet received. Patient status is unknown at this time.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, a vena cava filter was deployed in and upright position, inferior to the renal takeoffs, can be confirmed. Based on the CT images provided, the filter was tilted away from the aorta, can be confirmed. Based on the CT images provided, one filter limb was extending beyond the confines of the ivc wall, can be confirmed. Based on the CT images provided, the filter was located superior to the renal takeoffs, can be confirmed for filter migration. Conclusion: the device was not returned. Images were provided. Based on the image review, filter tilt, limb perforation of the ivc, and filter migration can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: it was reported that approximately three years post vena cava filter deployment, an incidental finding on CT scan allegedly demonstrated the filter to have migrated. The interventional radiologist requested advisement from the manufacturer regarding retrieval and was advised the filter was safe to retrieve without difficulty. Retrieval of the filter was planned (not yet scheduled). The patient was asymptomatic.